Event description:
It was reported that the asymptomatic patient presented in clinic after receiving an alert. Upon interrogation, the right ventricular lead exhibited increase in high voltage lead impedance. Programming changes were discussed. No further information was reported.